Event description:
The reporter stated that the lancet does not retract back into the cap of the accu-chek multiclix lancet device after firing. The reporter accidentally stuck herself. No action taken or treatment given based on the lancet device issue. No medical attention required. No adverse event reported. New lancet device with lancets sent and return requested.